Manufacturer narrative:
Other text: masimo received this device at the regional facility in japan; however, the device was requested to be returned with no investigation by the customer. If new information is obtained, or the device is received for analysis a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact e1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the device indicates a full charge when used on its own, but when it is connected to the docking station and the power cord is unplugged, the unit shuts down with no message or alarm. There was no patient impact or consequence reported.